Event description:
The pt received two leads with the same lot number. It was reported the pt had gradual stimulation changes until she had to turn the system off. The pt reported feeling uncomfortable shocking sensations. An x-ray revealed the lead had migrated. It was reported surgical intervention may be the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.